Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was no sensor electrode. Customer's current blood glucose was 150mg/dl. Product will be return for analysis.

Manufacturer narrative:
Inspected one opened/used senor and found whole sensor no broken or missing parts were observed during analysis.